Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, an alert for lead impedance measurement anomaly was noted. The lead was capped and replaced. The patient was fine after the event.